Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2014 were received indicating that the patient experienced severe neck discomfort on the left side, swallowing problems, and a sense of not being able to breathe. The vns was interrogated and then programmed to off. The patient felt better for a few seconds and then immediately grabbed his throat again claiming that vns was still causing him problems despite being off. The device was again interrogated and reprogrammed. The physician also taped the magnet over the patient's chest. The patient claimed to continue to feel the sensation in his throat. The physician palpated the left neck right over the location he was complaining about but there was no reproducible pain on palpation. It was noted that the patient was on extremely low settings and there were no recent changes made to device settings for years. The physician noted that perhaps the events are completely unrelated to vns therapy with maybe some focal vocal cord changes. The notes indicate that the patient was asked to follow-up with his usual neurologist. Attempts to obtain additional relevant information have been unsuccessful to date.